Manufacturer narrative:
Upon receipt, the pacemaker was interrogated and the memory content was analyzed indicating no anomalies. The battery status was found to be larger than 90%.the header of the device was analyzed. The set screw could be easily screwed in and out. All dimensions of the header bore were within the range requested by the is-1 standard specifications. Also the spring element of the pacemaker did not show any deviations. Rests of coagulated blood were found inside the header bore. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - patient attended for routine follow up on (B)(6). Upon interrogation it was noted that a lead polarity switch had occurred but trends were stable. One hvr showed noise which had inhibited pacing. There were two witnessed (but not printed) brief pauses during the follow up, but these could not be reproduced during the check. A cxr was performed, which showed some pinching of the lead around the clavicle. The patient was sent home with an ambulatory monitor, which showed one episode of pauses/dropped beats at 00.57. The device was then explanted later and has been returned for analysis.